Manufacturer narrative:
This MDR is being submitted for the correction of 3007305485-2022-00115 due to the incorrect manufacturer registration number. The reported event of ¿clear plastic piece that surrounds the tip is breaking during use¿ is inconclusive. The device will not be returned for evaluation and no photographic evidence was provided therefore the event cannot be verified. A device history record could not be conducted as a lot number was not provided. A 2 year lot history review could not be conducted as a lot number was not provided. (B)(4). The IFU advises the user to confirm that blade is completely inserted and secure before activating pencil. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the device plpul2520, plumepen ultra surgical smoke evacuation pencil was being used on (B)(6) 2022 during abdominoplasty procedure when it was reported ¿plastic port was breaking during cases.¿ further assessment found that the device did fragment and was removed using a surgical forcep. The procedure was completed with a few minutes of delay and no alternative device was used. There was with no report of injury, medical intervention or hospitalization to patient or user. The current status of the patient is ¿recovered¿. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.